Manufacturer narrative:
Investigation summary: a customer complaint of the rn spiked blood a bag with this tubing and inadvertently punctured the bag was submitted for quality investigation. No product, or photo was returned by the customer. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2477-0007; lot number 20056099 was performed. The search showed that a total of (B)(4)units in 1 lot number was built on 14may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the gem nv bld 1ss dehp free experienced leakage. The following information was provided by the initial reporter: material no.: 2477-0007; lot no.: 20056099. I would like to report another punctured blood bag incident.